Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedance measurements of greater than 125 ohms. A revision procedure was performed where the lead was surgically abandoned. The rv and right atrial (ra) leads remained attached to the cardiac resynchronization therapy defibrillator (crt-d). The crt-d was programmed off and electrically abandoned in the patient's body. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully and no additional adverse patient effects were reported.